Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product implanted is unknown.

Event description:
It was reported the patient was implanted with an unknown sling on an unknown date. After the sling was implanted, the patient's incontinence worsened. On (B)(6) 2014, the patient was implanted with another incontinence device. No patient complications were reported in relation to this event.